Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Per the instructions for use, precautions section states: do not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath. (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy (needles missed the device) as reported could not be confirmed as all four needles were deployed through the barrel, and emerged through the hub. A conclusive cause for the reported failure to deploy the needles (needles missed the device) could not be determined. The use error appears to be related to deployment technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a prostar xl device after transcatheter aortic valve implantation (tavi). Reportedly, on first deployment, one of the prostar needles missed the device and so it was pushed back in again. Then the prostar xl would not work at all and jammed when deployment was attempted. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.